Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller noted that the main cover of the external pulse generator (epg) could "easily moved giving access to the control knobs." The caller wanted to know if there was a "better way to secure" the main cover. Technical services (ts) provided assistance in resolving the issue by informing the caller that there was no other mechanism to secure the cover. The status of the epg is unknown. No patient complications were reported as a result of this event.